Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. It was reported that the patient had pre-existing right heart failure (rhf) and an echocardiogram showed the right ventricle failing. A device related issue did not cause or contribute to right heart failure. According to the account, a centrimag was placed at time of left ventricular assist device (lvad) implant. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The right heart failure existed pre-left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to right heart failure. A centrimag was placed at time of lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an echocardiogram showed the right ventricle failing. A centrimag was placed.